Event description:
The article, "surgical versus interventional treatment of major access site complications during transfemoral tavi procedures at a large volume center", was reviewed. This research article is a retrospective single-center experience to evaluate the short- and long-term outcomes of endovascular treatment compared with surgical repair for access-related vascular complications. The devices included in this study were evolut pro, evolut r, sapien 3, sapien 3 ultra, jenavalve, and portico. The article concluded that endovascular treatment of access-related vascular complications of transfemoral transcatheter aortic valve implantation (tavi) procedures was safe and feasible. [The primary and corresponding author was max meertens, department iii of internal medicine, university hospital of cologne, cologne, germany, with corresponding e-mail: max.meertens@UK-koeln.de.] This study included patients undergoing tavi in whom a surgical or endovascular treatment for an access site complication was needed from 01 january 2018 to 31 december 2020. A total of 73 patients were included in the study, of which 5.4% (4) received an abbott device. The average age was 81.1 years. The majority gender was female. Comorbidities included peripheral artery disease, coronary artery disease, chronic obstructive pulmonary disease, chronic kidney injury, arterial hypertension, dyslipidemia, atrial fibrillation, coronary artery disease, diabetes mellitus, and previous stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including peripheral artery disease, coronary artery disease, chronic obstructive pulmonary disease, chronic kidney injury, arterial hypertension, dyslipidemia, atrial fibrillation, coronary artery disease, diabetes mellitus, and previous stroke. Complications reported included stroke, myocardial infarction, renal failure, pneumonia, transient ischemic attack, pain, surgical intervention, hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: surgical versus interventional treatment of major access site complications during transfemoral tavi procedures at a large volume center b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.